Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced high blood glucose level and insulin pump alarmed compromised forced system alarm twice as well as act button started sticking. The customer¿s blood glucose level was over 500 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was able to complete insulin pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised forced sensor system alarm due to motor error alarm. Device passed self test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.